Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was taken out of storage and a manual capacitor reformation was performed. Following the capacitor reformation, the ICD displayed a lower than normal battery voltage.